Manufacturer narrative:
Visual macroscopic exam shows that one broken piece of the spacer was returned for the analysis. It appears that the spacer broke close to the insertion hole. Excessive impaction may have caused the device to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the implant broke during insertion. Half of the implant was retrieved and half remains in the patient.